Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event/treatment. Log file review shows all laser system functions were within specifications for the respective treatment. Sterile corneal infiltrate after laser refractive surgery is a rare complication and the exact cause and mechanism are not clear. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with extreme ocular discomfort one week post photo refractive keratectomy (prk). The patient was noted to have corneal haze in the left eye. A bandage contact lens was removed and the patient was instructed to continue the topical antibiotic and steroid eye drops. The patient was seen the next day for follow up and noted the infiltrates were stable with no anterior chamber reaction. The patient was seen again in follow up and noted the eyes were more comfortable and the infiltrates are resolving. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.